Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device returned with the right ventricle (rv) setscrew stuck on the wrench tip. The setscrew was removed and when examined under a microscope there were tool marks which indicate the wrench was not fully inserted. If the wrench is not fully inserted it can rotate slightly and deform the hex slot and become stuck. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Confirmed rv connection issue was due to an under-inserted wrench which rotated in the hex slot and became stuck.

Event description:
It was reported during the pacemaker implant procedure, the doctor inserted the right ventricle (rv) lead into the header of the pacemaker and tried screwing it in. Upon trying to remove the screwdriver, it got caught in the screw. When the doctor pulled the screwdriver out, the screw came out of the header still attached to the screwdriver. The pacemaker was replaced for a new one, and the procedure was completed without further complications.

Manufacturer narrative:
The device has been received for analysis, and the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during the pacemaker implant procedure, the doctor inserted the right ventricle (rv) lead into the header of the pacemaker and tried screwing it in. Upon trying to remove the screwdriver, it got caught in the screw. When the doctor pulled the screwdriver out, the screw came out of the header still attached to the screwdriver. The pacemaker was replaced for a new one, and the procedure was completed without further complications.